Event description:
It was reported that for the last couple of months, then confirmed "maybe (B)(6)" she has been having issues when trying to recharge the implantable neurostimulator (ins). Pt states the controller charges fine but when she tries to charge the ins the screen changes and goes back and forth to another screen but pt states, she is not sure what the screen was saying. Pt states she spoke to mdt rep was made aware of the charging issues when she spoke to him over the phone on (B)(6) 2025. Pt states today, when she was trying to charge the ins, the controller showed: software problem. 1. Intellis 2. 3.6 3. 58 4. Qf_new. Patient services (pss) had patient remove the battery pack and plug the controller into the ac power cord. Patient confirmed the controller powers on. Patient put the battery back into the controller and confirmed the green light is flashing on the controller. Patient verified the controller is 10% and the implant is 80% pss reviewed to charge the bp to 100%. Pt states today when she was charging the ins the recharger(rtm) cord got really hot. Pt states she does not see any damage to the rtm. A replacement recharger telemetry module (rtm) was sent out. Pt will call back if she needs further assistance.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [recharger], model [97755 ], s/n [(B)(6)], revealed. Analysis found:no device found medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.